Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test due to blank display. Unit had broken battery tube threads.

Event description:
It was reported that the battery compartment was damage. The customer¿s blood glucose was 115 mg/dl. The troubleshooting was not performed. The product will be returned for analysis.